Event description:
Nurse setting up pca pump observed that the tubing set was leaking from a pinhole leak in the tubing near a connection point. The tubing and packaging was saved and a new pca administration kit was used successfully to setup the pca. No harm to patient.